Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, trouble walking, difficulty sitting/standing/taking stairs, inflammation and elevated metal ion levels. A review of invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure or what was removed and replaced during the revision surgery. Additional information received from operative report noted patient was revised on (B)(6) 2014 due to leg length discrepancy. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and a competitor acetabular cup and liner. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-03871 / 03872).